Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range pacing impedance greater than 2,500 ohms. Upon x-ray, a lead fracture was observed at the end of the suture sleeve. There was no loss of capture observed nor did the patient experience any symptoms of worsening heart failure. The physician implanted a new lead. This lead was abandoned surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.